Manufacturer narrative:
On 24-jun-2024, mentor received additional information about the event. It was previously reported that the patient underwent a primary breast augmentation procedure on (B)(6) 2009 with an unspecified mentor gel breast prosthesis that ruptured post implantation. Additional event information states that is not correct. The patient¿s first breast augmentation procedure was on (B)(6) 2010 and the manufacturer of the primary implants is unknown. It was clarified that the patient did experience an adverse event with a mentor memorygel breast implant 575cc gel breast prosthesis that was implanted on (B)(6) 2012 (lot #6541736, serial #(B)(6). On (B)(6) 2017, it was noticed that the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. As a result, the patient underwent unilateral explantation and replacement with a mentor memorygel breast implant 575cc gel breast prosthesis on (B)(6) 2017. A manufacturing record evaluation (mre) was performed on lot #6541736, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: breast prosthesis rupture, breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a primary breast augmentation procedure with an unspecified mentor gel breast prosthesis that ruptured post implantation. Rupture of the patient¿s left breast prosthesis was reported. Additionally, the patient developed pain in her left breast post implantation. As a result, the patient underwent explantation and replacement with an unspecified breast prosthesis on an unknown date.